Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was damage on the bottom of the insulin pump where the drive support cap was. The customer's blood glucose was 128 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer stated that the drive support cap was sticking out. The customer stated that they were unable to rewind. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.